Manufacturer narrative:
A replacement smart cable was provided to the customer. The returned smart cable was evaluated by verathon technical services. During testing, it was observed the smart cable provided no image on several test video monitors with several test blades. There are no available repairs for the smart cable, therefore the smart cable was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was no image. Reportedly the image would cut out intermittently when the smart cable was manipulated. A thirty (30) minute delay in the procedure was reported, while preparing a glidescope gvl monitor. No harm to patient or user was reported.